Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an inappropriate therapy episode for atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was attempted but was not delivered. Boston scientific technical services (ts) also noted undersensing on the atrial channel. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.